Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Evaluation summary: the cause could be multi-factorial. Without further info on the surgery and/or return of product/x-rays, a probable cause for alleged deficiency cannot be determined. Evaluation: mfg records for the reported device was reviewed and indicates the device was manufactured, inspected, and packaged to spec. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised due to the loosening of the femoral component. Allergies are also reported.